Event description:
It was reported the patient¿s catheter was replaced on (B)(6) 2014. The reporter stated the patient would have an MRI to rule out ¿sci¿ possibly secondary to catheter revision. It was noted that medical intervention and hospitalization were required. It was noted the patient had leg weakness and they had a history of leg weakness with the right leg worse than the left leg. It was further noted the patient status at the time of this report was alive with no injury. The pump contained morphine. Additional information received reported the leg weakness was unrelated to the pump and catheter. It was noted the patient had arachnoiditis prior to their first pump. The reporter stated the patient¿s catheter had been cut on accident by the patient¿s healthcare professional (hcp) last year. The reporter further stated that the device issue was not considered resolved following the catheter replacement. It was noted that no further troubleshooting had been done. It was further noted the patient outcome was unknown. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant product: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: catheter. (B)(4).